Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the pressurewire x, wireless device met resistance with the anatomy during advancement and failed to cross the lesion. The device got stuck in a 70% calcified proximal left anterior descending artery (lad) lesion and was difficult to remove when the wire was pulled back. A run through wire was placed distal to it and pulled back but the wire tip fractured. A second run through wire was used to twist both devices to trap the fractured tip. The tip was successfully removed from the patient. The procedure was completed without a replacement. There were no adverse patient effects. However, there was a delay when the two wires were slip down and twist the "100" times to tangle up the wire to remove. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. In this case, based on the reported information, the tip separation appears to be due to circumstances of the procedure. Reportedly, while attempting to cross the 70% calcified lesion, the pressurewire tip became stuck causing difficulty removing and ultimately resulting in separation of the tip. As a result, unexpected medical intervention was required to remove the separated tip, causing delay in treatment. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.